Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: vessel dissection. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of common femoral artery after an unspecified procedure. Reportedly, a vessel dissection occurred. It was not known how the dissection occurred or how it was treated. Though requested, no additional information was provided.